Event description:
It was reported that during a trauma surgery, the meta-nail tibial was used with sureshot and insertion of the probe attempted after proximal locking. After the probe would not progress with force, the issue was identified and proximal screws retracted. Distal locking was done using sureshot and worked as expected but when removing the probe, the distal end remained within the nail in the patient and may come in contact with body fluids given that not all holes have been filled.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.